Event description:
This has occurred several times (15+ times over the past one and a half to two years). My issues are with the dexcom g6 blood glucose monitoring system. The sensors do not last for the 10 days the organization has promised myself and the FDA and often begin to provide inaccurate measurements after 5 days if they begin to work correctly at all after application. Because of this I have mistreated several blood glucoses levels both high and low incorrectly resulting in illness. In addition, this organization refuses to acknowledge that there are issues with the product and all but to replace the faulty sensors-the replacement process should be an easy task to complete). I should not suffer or be forced to replace the faulty sensors due to product issues. Reference reports mw5150730, mw5150731, mw5150732, mw5150733, mw5150735, mw5150736, mw5150737, mw5150738, mw5150739, mw5150740, mw5150741, mw5150742, mw5150743, mw5150744.